Manufacturer narrative:
(B)(6). (B)(4). Stent deployment issue (partial deployment). A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 2mm. The shaft was slightly bent at approximately 105mm proximal to the distal tip. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a stent implantation procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a tumor stenosis. The stricture was located in the left main bronchus and was 1cm in length. The patient anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the stent system was advanced over a guidewire and positioned at the target site. It was noted that the delivery system was curved due to patient anatomy and the location of the stricture. When the nurse attempted to release the suture knots to deploy the stent, resistance was encountered. The delivery system bowed and kinked and it was not possible to hold the stent system in position. It was reported that the stent was not able to be deployed at all inside of the patient. The stent system was removed from the patient and the procedure was completed using a non-bsc stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which found the stent to be partially deployed, this is now considered a reportable event.